Event description:
Per complaint (B)(4), a patient presented in-clinic for pain on their dental implant. Inflammation was also reported. The dentist believed that the patient was clenching their teeth at night and during the day. The dental implant was removed and the site was cleaned out for future replacement.